Event description:
The customer reported that the device would not turn on during a patient event. It is not known if another defib was available for use. The involved patient died. At this time, it is not known if the device played a role in the patient's outcome.

Manufacturer narrative:
(B)(4). The customer reported that the device would not turn on during a patient event. It is not known if another defib was available for use. The involved patient died. At this time, it is not known if the device played a role in the patient's outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.